Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The provider states the unit is not alarming. The provider states it makes a quite beep noise & that's it.